Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation the response button was non-functional. The cause for the non-functional response button was both front enclosure cables were unplugged. Also, the front button connector was not mounted correctly and was off by a pin. The root cause for the disconnected cable and button connector could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.